Manufacturer narrative:
The reported event was confirmed. The manufacturing service technician observed the battery housing weld was compromised.

Event description:
The housing's weld is compromised during a service evaluation at the manufacturer facility. There were no adverse consequences related to this event.

Event description:
The housing's weld is compromised during a service evaluation at the manufacturer facility. There were no adverse consequences related to this event.